Manufacturer narrative:
The AED device and pad cartridge were not returned to avive for investigation. While this device was not returned, the customer provided a photo of the AED and pads cartridge. This photo shows a sealed pad cartridge with no evidence of the pads being peeled open .AED log review of the incident indicated that audio was played to instruct the user to peel open the pads. Additionally, the pad cartridge is labeled with large red text to instruct the user to "peel here" with an arrow of the direction to peel. Based on evidence from AED log review and the customer's description of the event and provided device photo, it is most likely that the user did not know how to peel open and access the pads inside the pad cartridge.

Event description:
Gym member used the AED outside of normal business hours on another gym member and reported that there were no pads when trying to use the AED. Local manager later onsite saw and confirmed the pads were in the AED device and provided photo of the device.